Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the feet on the box trials broke when inserting the femoral trial and tightening.

Manufacturer narrative:
Examination of the submitted sig hp rev tc3 box trial sz3 confirms the reported breakage. The investigation could not draw any conclusions about the root cause of the breakage. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. Based on the inability to conclusively identify a root cause, no corrective action is being taken. Monitor future reports of sig hp rev tc3 box trial breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.